Manufacturer narrative:
Product event summary : (B)(4) was not returned for evaluation. This complaint is associated with a clinical adverse event, no device malfunction was reported against (B)(4); therefore, the purpose of this investigation is solely to evaluate the device conformance to internal release requirements and/or to identify anomalies potentially introduced during use that may have prevented the pump from performing as intended. Review of the manufacturing documentation and sterility certificate confirmed that the associated device met all requirements for release. Based on the investigation conducted, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received from clinical study database indicated that the patient was discharged home on (B)(6) 2017. The event was reported to have not resolved. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Driveline infection is a potential event that may be associated with use of the product. The instructions for use (IFU) provides guidelines to reduce the occurrence and severity of infection. Those with compromised immune systems and/or treated with multiple antibiotics are more susceptible to these types of infections. Other contributing factors can also include the patient's body type and nutritional status, placement, position and size of the vad, tension/ trauma to the driveline exit site, and duration of time on vad support. The device remains implanted in the patient and is thus not available for return to the manufacturer. Based on the available information there is no evidence to indicate any device malfunctions or performance issues of the device that would impact the reported event. There is also no evidence to suggest that the device caused or contributed to the reported event. Clinical factors that may have contributed to the patient's outcome can be multifactorial and may be attributed to medical treatment, progression of disease and the patient's related comorbidities, such as diabetes. There are patient, procedural, and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
A report was received from the clinical study database that the patient was seen in clinic for routine visit on (B)(6) 2017 when he was noted to have a mid-sternal infection with continued drainage. Computed tomography (CT) scan of the chest was reviewed by surgeons who felt wound should be debrided in the operating room (or). The patient was admitted on (B)(6) 2017 for elective surgery of midsternal wound. The debridement was canceled due to schedule change and the patient was discharged home on (B)(6) 2017. The patient was rescheduled for elective admission on (B)(6) 2017. He was continued on oral keflex. The patient subsequently underwent the excisional debridement of skin, subcutaneous tissue, and muscle on (B)(6) 2017. All cultures in or were negative. The patient received intravenous (IV) ancef postoperatively and was to be transitioned back to oral keflex at the time of discharge. The primary investigator reported that the event was related to the device and unrelated to patient condition or implant procedure. No further information has been provided.